Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with a x-ray sponge. The customer stated one of the sponges spontaneously combusted during a carotid surgery. After it caught fire, it was knocked to the floor and the fire went out. The customer stated at this time, the surgeon was dissecting using blunt scissors, with no alcohol, no cautery, no bovie, no warming unit under pt's head, no electro surgery, and no surgical headlight being used. The room was also at normal humidity. Based on the type of surgery, the product may have been in an elevated oxygen atmosphere. The source of ignition was not immediately evident to the clinician. The product, which is cotton gauze does not incorporate any means or treatment to prevent combustion.